Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose level was 182 mg/dl. Customer also stated that the approximate size of air bubbles was 8th to a quarter of an inch and no leaks at the p cap connection, infusion tubing and reservoir. The reservoir will be returned for analysis.